Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was implanted as a temporary pacing support. This lead exhibited noise and high out of range pacing impedances. The reported observations were attributed to lead fracture. This lead was then explanted and replaced. No additional adverse patient effects were reported.